Event description:
The facility's biomedical engineer reported an infusion pump with an 812:03 failure code to baxter customer service. The biomed stated the failure did not occur during patient use and there was no patient injury or medical intervention as a result of the failure. Information was requested by baxter regarding specific patient information, tubing product code and lot number in use and the medicatons involved if applicable, but no additional information was available. Additional contact information was requested but no additional contact was identified. There have been no reports of patient incident involving this pump since the last baxter service event.